Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, the customer's complaint was not confirmed. No ventilator inoperative alarms were noted. The device failed an internal flow verification test step during testing. The device's blower motor needs to be replaced to address the issue. The device was found to be contaminated with insects. No repairs were performed. The device was returned to the customer unrepaired.